Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage with stent strut lifted on the second distal stent row. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues. An examination (visual and via scope) of the tip identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15jul2020. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 20 x 2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. A plain old balloon angioplasty(poba) was performed to complete the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.